Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo sheath and irrigation was difficult in addition to resistance between the catheter and sheath during advancement and withdrawal of the catheter. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, outer diameters and irrigation test of the returned device were performed. Visual inspection revealed the hemostatic valve partially broken in the star section. Device was irrigated and no irrigation issues or impediments were found. Afterward, the sheath was blocked at the distal end and then pressurized at both positive and negative pressure, and no issues were observed. No dislodgement, air leaks, bubbles, or other failures with the hemostatic valve were observed during the test. A dimensional test was performed on the outer diameters of the device and no anomalies were observed. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The resistance reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The irrigation and hemostatic valve issue could be related to the issue observed in the valve during the analysis; therefore, the customer complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Do not attempt to use a guidewire larger than 0.032 inches in diameter with the dilator provided. Doing so may compromise the structural integrity of the dilator or the guidewire and/or lead to the failure of the sheath or guidewire being used. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date was obtained and added. H6. Investigation conclusions d14 and h6. Investigation findings c19 are for the resistance issue that was not able to be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and irrigation was difficult. It was reported that the catheter st could not advance in the outer sheath due to the impediment. A second vizigo was used to complete the operation. There was no report of adverse event on the patient. Additional information was received which indicated that there was no damage on sheath/dilator due to the obstructed sheath. There was no occlusion when irrigating the sheath; however, the irrigation was difficult. Hemostasis valve may have some damage. There was resistance with the sheath when they were trying to put the catheter into the sheath or when they were trying to withdraw it from the sheath. The catheter moved with great resistance, dilator and needle moved normally. The resistance with sheath and hemostatic valve damage are not MDR reportable.